Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, they stated that they were unable to get co2 to flow thru bbt port and distend the tunnel. Gas at 12 and 5 l flow. Changed co2 tubing and this didn't correct the issue. They did state that with gas line disconnected from btt, they could feel gas blowing on their hand. They opened a new kit and completed the procedure without any issue. Only delay was length of time to open a new kit. No injury to pt.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Trackwise - (B)(4). Updated section - b4, d9, g3, g6, h2, h3, h6, h11. The lot # 3000448208 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failures.

Event description:
N/a.